Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/perforation/embedded within the myometrium on both the left and right cornu is metalic essure device'), device expulsion ('migration/perforation/embedded within the myometrium on both the left and right cornu is metalic essure device') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, augmentation mammoplasty, smoker (cigarette smoker), menometrorrhagia, tonsillectomy, adenoidectomy, endometrial ablation, adenomyosis, hypercholesterolemia, fatigue, headache, uterine bleeding, dermoid cyst, ovarian cyst, endometriosis of uterus, nicotine dependence, gerd, hyperlipidemia, wrist surgery, irregular menstrual cycle, hypertension and uterine fibroid. Previously administered products included for an unreported indication: oral contraceptive nos. In 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and migraine ("migraine"). The patient was treated with surgery (endometrial ablation and total robotic laparoscopic hysterectomy, salpingectomy salphingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, anxiety, dyspareunia, dysmenorrhoea and migraine outcome was unknown. The reporter considered anxiety, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage and migraine to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Pathology test - on (B)(6) 2019: gross description: the specimen is received fresh labeled with "uterus cervix partial fallopian tubes bilateral and consists of a 93.0 g, 6.5 cm cornu to cornu by 6.0 x 4.5 cm hysterectomy specimen with tan-pink smooth glistening serosa and a 2.0 cm in length by 0.5 cm diameter portion of attached on fimbriated right fallopian tube. Also received in the container is a 2.0 x 10 cm fragment of fimbria. The ectocervical mucosa is tan-pink smooth and glistening with a diameter of 3.0 cm and essentially located probe patent slitlike os. Cut section reveals a 3.0 in length tan-pink herringbone endocervical mucosa. The endometrial cavity measures 1.5 cm cornu to cornu by 2.0 cm and is tan-pink and fibrous consistent with possible previous ablation. Sectioning through the myometrium reveals a tan-pink trabeculated cut surface with a 0.5 cm in greatest dimension brown fluid filled cyst below the endometrium in the posterior aspect. No other distinct masses or lesions are grossly identified. Embedded within the myometrium on both the left and right cornu is metallic essure device which is sent for legal case.. Physical examination - on an unknown date: genitourinary (f): external genitalia is without erythema, lesions, or masses. The urethral meatus is without prolapse and the urethra is without scarring. There is no bladder tenderness; there is no dullness to percussion at the region above the pubis, vaginal mucosa is pink and without discharge. There is no cystocele or rectocele. The cervix is smooth pink, non-tender and without discharge. The uterus is midline, smooth, and not enlarged. Central pelvic and bilateral adnexal tenderness was noted.. Concerning injuries reported in this case the following one/ones were described in patient medical records embedded device and partial expulsion of device concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as migraines, anxiety, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/perforation/embedded within the myometrium on both the left and right cornu is metalic essure device'), device expulsion ('migration/perforation/embedded within the myometrium on both the left and right cornu is metalic essure device') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, augmentation mammoplasty, smoker (cigarette smoker), menometrorrhagia, tonsillectomy, adenoidectomy, endometrial ablation, adenomyosis, hypercholesterolemia, fatigue, headache, uterine bleeding, dermoid cyst, ovarian cyst, endometriosis of uterus, nicotine dependence, gerd, hyperlipidemia, wrist surgery, irregular menstrual cycle, hypertension and uterine fibroid. Previously administered products included for an unreported indication: oral contraceptive nos. In 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and migraine ("migraine"). The patient was treated with surgery (endometrial ablation and total robotic laparoscopic hysterectomy, salpingectomy salphingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, anxiety, dyspareunia, dysmenorrhoea and migraine outcome was unknown. The reporter considered anxiety, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Pathology test - on (B)(6) 2019: gross description: the specimen is received fresh labeled with "uterus cervix partial fallopian tubes bilateral and consists of a 93.0 g, 6.5 cm cornu to cornu by 6.0 x 4.5 cm hysterectomy specimen with tan-pink smooth glistening serosa and a 2.0 cm in length by 0.5 cm diameter portion of attached on fimbriated right fallopian tube. Also received in the container is a 2.0 x 10 cm fragment of fimbria. The ectocervical mucosa is tan-pink smooth and glistening with a diameter of 3.0 cm and essentially located probe patent slitlike os. Cut section reveals a 3.0 in length tan-pink herringbone endocervical mucosa. The endometrial cavity measures 1.5 cm cornu to cornu by 2.0 cm and is tan-pink and fibrous consistent with possible previous ablation. Sectioning through the myometrium reveals a tan-pink trabeculated cut surface with a 0.5 cm in greatest dimension brown fluid filled cyst below the endometrium in the posterior aspect. No other distinct masses or lesions are grossly identified. Embedded within the myometrium on both the left and right cornu is metallic essure device which is sent for legal case.. Physical examination - on an unknown date: genitourinary (f): external genitalia is without erythema, lesions, or masses. The urethral meatus is without prolapse and the urethra is without scarring. There is no bladder tenderness; there is no dullness to percussion at the region above the pubis, vaginal mucosa is pink and without discharge. There is no cystocele or rectocele. The cervix is smooth pink, non-tender and without discharge. The uterus is midline, smooth, and not enlarged. Central pelvic and bilateral adnexal tenderness was noted.. Concerning injuries reported in this case the following one/ones were described in patient medical records embedded device and partial expulsion of device concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as migraines, anxiety, pelvic pain, dysmenorrhea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.